Manufacturer narrative:
Draeger has attempted to retrieve the device logs for investigation, however the customer has declined the use of usb sticks to be plugged into their ics to retrieve the requested logs. Based on the information available we are unable to confirm the reported issue or determine a root cause. Correction to annex g code.

Event description:
The customer reported that the (ics) infinity central station rebooted on its own. Approximately two hours later the staff noticed the trends and full disclosure were missing. In addition, it was reported that the associated bedside monitor is a (m300) telemetry. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has attempted to retrieve the device logs for investigation, however the customer has declined the use of usb sticks to be plugged into their ics to retrieve the requested logs. Based on the information available we are unable to confirm the reported issue or determine a root cause.

Event description:
The customer reported that the (ics) infinity central station rebooted on its own. Approximately two hours later the staff noticed the trends and full disclosure were missing. In addition, it was reported that the associated bedside monitor is a (m300) telemetry. There was no report of adverse patient impact.